Event description:
It was reported that during a laparoscopic prostatectomy procedure, the rotation knob was not working properly. No patient consequences reported. Procedure was completed with same like device and prolonged by fifteen minutes. One device will be returning.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the distal tip of the blade broken off and it was returned with the device. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was handle component issues. In addition, the device was returned with the tissue pad damaged, melted and 100% present. The device was assembled and disassembled to a handpiece without any difficulty and it rotates freely. The device was functionally tested with a generator. During functional testing on gen11 an alert screen was displayed. A probable cause of an alert screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad.